Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), uterine neoplasm ("3 tumors in uterus"), abdominal pain ("abdominal pain / cramping / upper abdominal pain / lower abdominal pain / constant pain"), back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), rash ("rash"), pruritus ("itching"), hypoaesthesia ("numbness in hand, feet and right side of back"), paraesthesia ("tingling in hand, feet and right side of back"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), uterine leiomyoma ("fibroids"), alopecia ("hair loss"), amnesia ("memory loss"), dyspareunia ("pain during sex"), fatigue ("fatigue") and panic attack ("panic attacks"). At the time of the report, the intra-abdominal haemorrhage, uterine neoplasm, abdominal pain, back pain, headache, migraine, rash, pruritus, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, uterine leiomyoma, alopecia, amnesia, dyspareunia, fatigue and panic attack outcome was unknown. The reporter considered intra-abdominal haemorrhage, uterine neoplasm, abdominal pain, back pain, headache, migraine, rash, pruritus, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, uterine leiomyoma, alopecia, amnesia, dyspareunia, fatigue and panic attack to be related to essure. The reporter commented: on (B)(6) 2017 her physician will do additional tests as well as discuss her fibroids and date for hysterectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal bleeding, serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding, she also had fibroids, physician will do additional tests as well as discuss her fibroids and date for hysterectomy. Since the procedure will be scheduled it seems that the intra-abdominal bleeding does not require an urgent approach. However, given essure pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain near uterus"), intra-abdominal haemorrhage ("severe abdominal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and the second episode of amnesia ("neurological condition or problem: memory loss") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menses delayed, iron deficiency, kidney stones (left ureteral calculus and left renal calculi.), ureteric obstruction, ureteral stent insertion, menarche, adenomyosis, cervical polyp, endometrial hyperplasia, cancer, endometritis, cervicitis, coagulopathy, spotting vaginal, depression, gravida I, not sexually active, hydronephrosis and blood pressure high. Previously administered products included for birth control: depo provera on (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included flank pain, blood pressure high, chronic kidney disease, psychiatric disorder nos, post-traumatic stress disorder, tobacco user, constipation, hypertriglyceridemia, nephrolithiasis, nabothian cyst, chronic cervicitis, menometrorrhagia, vaginal bleeding and iron deficiency anemia. Family history included diabetes (father) and heart attack (father). Concomitant products included ferrous sulfate (ferrous sulphate) for anemia as well as lisinopril, metoprolol and tramadol. In march 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),"). In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced gingival bleeding ("dental problems bleeding gums"). In 2015, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In february 2016, the patient experienced the first episode of uterine leiomyoma ("fibroids"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine neoplasm ("3 tumors in uterus"), abdominal pain ("abdominal pain / cramping / upper abdominal pain / lower abdominal pain / constant pain"), back pain ("lower back pain"), rash ("rash"), pruritus ("itching / itchiness,"), hypoaesthesia ("numbness in hand, feet and right side of back"), paraesthesia ("tingling in hand, feet and right side of back"), menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)"), the second episode of uterine leiomyoma ("fibroids"), the first episode of amnesia ("memory loss"), panic attack ("panic attacks"), anxiety ("anxiety"), dry skin ("dry skin"), skin exfoliation ("peeling"), hypertension ("hypertension"), the second episode of amnesia (seriousness criterion medically significant), urticaria ("hives") and flank pain ("lower left flank pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) And surgery (hysterectomy (partial),). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, uterine haemorrhage, uterine neoplasm, abdominal pain, back pain, headache, rash, pruritus, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, the last episode of uterine leiomyoma, alopecia, dyspareunia, fatigue, panic attack, vaginal haemorrhage, female sexual dysfunction, anxiety, dry skin, skin exfoliation, bladder disorder, urinary tract disorder, hypertension, nausea, the last episode of amnesia, gingival bleeding, allergy to metals, vaginal discharge, weight increased and urticaria outcome was unknown, the migraine was resolving and the flank pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gingival bleeding, headache, hypertension, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, panic attack, paraesthesia, pruritus, rash, skin exfoliation, urinary tract disorder, urticaria, uterine neoplasm, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of amnesia, the first episode of uterine leiomyoma, the second episode of amnesia and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2017 her physician will do additional tests as well as discuss her fibroids and date for hysterectomy diagnostic results: upt negative. Tvus 10/2016: myoma's measuring 12 x 11mm, 26 x 20 mm, submucosal myoma measuring 20 x 16 mm CT abdomen,pelvis wo contrast the bases of lungs are clear. The heart shows normal size. The liver, gallbladder, pancreas, adrenal glands, and spleen are within .normal limits. Marked dilation with extreme thinning of the cortex of the left kidney is noted with dilation of the left ureter. This most likely represents a chronic distal obstruction versus reflux of the left kidney. The right kidney is noted have scarring with focal areas of cortical thinning. Mild hydro nephrosis of the right kidney is seen. The right ureter however appears to be within normal limits. A small calcification is seen within the right kidney which appears be a no obstructing renal ultrasound right kidney normal size with small cysts. Multiple cysts in the left kidney which is enlarged may be secondary to polycystic kidney disease or congenital obstruction. CT excretory urogram the left kidney demonstrates severe hydro nephrosis without functioning cortex and decreased in size. The right kidney demonstrates compensated of the hypertrophy with caliectasis. The right kidney has a lobulated contour with focal areas of cortical thinning, representing scarring. The right ureter has a tortuous course but is normal in caliber without filling defects. There is a 9 mm cystic lesion noted in the right superior renal pole which is too small for contrast. There is mild left ureter nephrosis without opacification of the excretory phase which limits evaluation. No calcified stone is noted in the left ureter. A trace amount of nondependent air is noted in the urinary bladder, likely secondary to foley catheter placement the urinary bladder is otherwise unremarkable. The liver is normal in morphology and attenuation. Decreased attenuation is noted along the falciform ligament, compatible with focal fatty infiltration. There are two subcontinental hypodense lesions noted in the right hepatic lobe which are too small to further characterize. There is no biliary dilatation. A layering stone is noted in the gallbladder. The spleen is unremarkable. The pancreas is unremarkable. The visualized distal esophagus, stomach, and small bowel are unremarkable. No abnormality is noted in the colon. No stranding is identified within the mesenteric fat. There is no intraperitoneal free air or free fluid. Coarse calcifications noted in the mesentery which may represent a calcified lymph node or remote mesenteric the mesenteric and retroperitoneal lymph nodes are not pathologically enlarged. Severe left hydronephrosis with mild left hydro ureter and no functioning cortex consistent with chronic obstruction. There is mild left hydroureter but the distal ureter on the left has normal caliber. No renal calculus or obstructing lesion identified given limitations. Lobulated hypertrophy right kidney with multiple areas of cortical thinning likely secondary to scarring most likely related to reflux. Surgical pathology report,uterus cervix right and left fallopian tube. Received in formalin is a previously opened hysterectomy specimen (149 g; 9.5 x 5.5 x 4.0 cm). The anterior versus posterior aspect cannot be determined due to the distortion by multiple intramural nodules. The ectocervix is tan-white with areas of tan-red discoloration. The endocervical canal is tan-white chevron-shaped and unremarkable. The endometrium is tan-white and shows an average thickness of 0.3 cm. The myometrium is tan-pink to tan-white and shows areas of trabecula ions and-,has an average thickness of 3.0 cm. There are several intramural to submucosal tan-white whorled nodules ranging in size from 0.8-1.5 cm. Also received within the container are two unoriented fimbriated fallopian tubes are arbitrarily designated a and b. Fallopian tube a measures 6.0 cm in length by 0.5 cm in maximum diameter and is grossly unremarkable. Fallopian tube b measures 5.0 cm in length by 0.6 cm in maximum diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received,historical drug added, events added as follows:- vaginal haemorrhage, female sexual disfunction,uterine leiomyoma, anxiety, dry skin, skin exfoliation, bladder disorder, urinary tract disorder, hypertension,nausea, amnesia, gingival bleeding, allergy to metal, vaginal discharge, weight increased, urticaria,abdominal pain lower,flank pain, device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lower abdominal pain near uterus"), intra-abdominal haemorrhage ("severe abdominal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), the second episode of amnesia ("neurological condition or problem: memory loss") and hydronephrosis ("hydromephrosis") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menses delayed, iron deficiency, kidney stones (left ureteral calculus and left renal calculi.), ureteric obstruction, ureteral stent insertion, menarche, adenomyosis, cervical polyp, endometrial hyperplasia, cancer, endometritis, cervicitis, coagulopathy, spotting vaginal, depression, gravida I, not sexually active, hydronephrosis, blood pressure high, vomiting and migraine. Previously administered products included for birth control: depo provera on (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included flank pain, blood pressure high, chronic kidney disease, psychiatric disorder nos, post-traumatic stress disorder, tobacco user, constipation, hypertriglyceridemia, nephrolithiasis, nabothian cyst, chronic cervicitis, menometrorrhagia, vaginal bleeding and iron deficiency anemia. Family history included diabetes (father) and heart attack (father). Concomitant products included ferrous sulfate (ferrous sulphate) for anemia as well as lisinopril, metoprolol and tramadol. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),"). In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced gingival bleeding ("dental problems bleeding gums"). In 2015, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In february 2016, the patient experienced the first episode of uterine leiomyoma ("fibroids"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine neoplasm ("3 tumors in uterus"), abdominal pain ("abdominal pain / cramping / upper abdominal pain / lower abdominal pain / constant pain"), back pain ("lower back pain"), rash ("rash"), pruritus ("itching / itchiness,"), hypoaesthesia ("numbness in hand, feet and right side of back"), paraesthesia ("tingling in hand, feet and right side of back"), menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)"), the second episode of uterine leiomyoma ("fibroids"), the first episode of amnesia ("memory loss"), panic attack ("panic attacks"), anxiety ("anxiety"), dry skin ("dry skin"), skin exfoliation ("peeling"), hypertension ("hypertension"), the second episode of amnesia (seriousness criterion medically significant), urticaria ("hives"), flank pain ("lower left flank pain") and hydronephrosis (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) And surgery (hysterectomy (partial),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, uterine haemorrhage, uterine neoplasm, abdominal pain, back pain, headache, rash, pruritus, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, the last episode of uterine leiomyoma, alopecia, dyspareunia, fatigue, panic attack, vaginal haemorrhage, female sexual dysfunction, anxiety, dry skin, skin exfoliation, bladder disorder, urinary tract disorder, hypertension, nausea, the last episode of amnesia, gingival bleeding, allergy to metals, vaginal discharge, weight increased, urticaria and hydronephrosis outcome was unknown, the migraine was resolving and the flank pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gingival bleeding, headache, hydronephrosis, hypertension, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, panic attack, paraesthesia, pelvic pain, pruritus, rash, skin exfoliation, urinary tract disorder, urticaria, uterine neoplasm, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of amnesia, the first episode of uterine leiomyoma, the second episode of amnesia and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6)2017 her physician will do additional tests as well as discuss her fibroids and date for hysterectomy diagnostic results: upt negative. Tvus 10/2016: myoma's measuring 12 x 11mm, 26 x 20 mm, submucosal myoma measuring 20 x 16 mm CT abdomen,pelvis wo contrast the bases of lungs are clear. The heart shows normal size. The liver, gallbladder, pancreas, adrenal glands, and spleen are within .normal limits. Marked dilation with extreme thinning of the cortex of the left kidney is noted with dilation of the left ureter. This most likely represents a chronic distal obstruction versus reflux of the left kidney. The right kidney is noted have scarring with focal areas of cortical thinning. Mild hydro nephrosis of the right kidney is seen. The right ureter however appears to be within normal limits. A small calcification is seen within the right kidney which appears be a no obstructing renal ultrasound right kidney normal size with small cysts. Multiple cysts in the left kidney which is enlarged may be secondary to polycystic kidney disease or congenital obstruction. CT excretory urogram the left kidney demonstrates severe hydro nephrosis without functioning cortex and decreased in size. The right kidney demonstrates compensated of the hypertrophy with caliectasis. The right kidney has a lobulated contour with focal areas of cortical thinning, representing scarring. The right ureter has a tortuous course but is normal in caliber without filling defects. There is a 9 mm cystic lesion noted in the right superior renal pole which is too small for contrast. There is mild left ureter nephrosis without opacification of the excretory phase which limits evaluation. No calcified stone is noted in the left ureter. A trace amount of nondependent air is noted in the urinary bladder, likely secondary to foley catheter placement the urinary bladder is otherwise unremarkable. The liver is normal in morphology and attenuation. Decreased attenuation is noted along the falciform ligament, compatible with focal fatty infiltration. There are two subcentimeter hypodense lesions noted in the right hepatic lobe which are too small to further characterize. There is no biliary dilatation. A layering stone is noted in the gallbladder. The spleen is unremarkable. The pancreas is unremarkable. The visualized distal esophagus, stomach, and small bowel are unremarkable. No abnormality is noted in the colon. No stranding is identified within the mesenteric fat. There is no intraperitoneal free air or free fluid. Coarse calcifications noted in the mesentery which may represent a calcified lymph node or remote mesenteric the mesenteric and retroperitoneal lymph nodes are not pathologically enlarged. Severe left hydronephrosis with mild left hydro ureter and no functioning cortex consistent with chronic obstruction. There is mild left hydroureter but the distal ureter on the left has normal caliber. No renal calculus or obstructing lesion identified given limitations. Lobulated hypertrophy right kidney with multiple areas of cortical thinning likely secondary to scarring most likely related to reflux. Surgical pathology report,uterus cervix right and left fallopian tube.received in formalin is a previously opened hysterectomy specimen (149 g; 9.5 x 5.5 x 4.0 cm). The anterior versus posterior aspect cannot be determined due to the distortion by multiple intramural nodules. The ectocervix is tan-white with areas of tan-red discoloration. The endocervical canal is tan-white chevron-shaped and unremarkable. The endometrium is tan-white and shows an average thickness of 0.3 cm. The myometrium is tan-pink to tan-white and shows areas of trabecula ions and-,has an average thickness of 3.0 cm. There are several intramural to submucosal tan-white whorled nodules ranging in size from 0.8-1.5 cm. Also received within the container are two unoriented fimbriated fallopian tubes are arbitrarily designated a and b. Fallopian tube a measures 6.0 cm in length by 0.5 cm in maximum diameter and is grossly unremarkable. Fallopian tube b measures 5.0 cm in length by 0.6 cm in maximum diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, fatigue, nausea, flank pain". Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, event added as :- hydronephrosis incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal bleeding, serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding, she also had fibroids, physician will do additional tests as well as discuss her fibroids and date for hysterectomy. Since the procedure will be scheduled it seems that the intra-abdominal bleeding does not require an urgent approach. However, given essure pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("severe abdominal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses delayed, iron deficiency, kidney stones (left ureteral calculus and left renal calculi.), ureteric obstruction, ureteral stent insertion, menarche, adenomyosis, cervical polyp, endometrial hyperplasia, cancer, endometritis, cervicitis, coagulopathy, spotting vaginal, depression, gravida I, not sexually active, hydronephrosis and blood pressure high. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flank pain, blood pressure high, chronic kidney disease, psychiatric disorder nos, post-traumatic stress disorder, tobacco user, constipation, hypertriglyceridemia, nephrolithiasis, nabothian cyst, chronic cervicitis, menometrorrhagia, vaginal bleeding and iron deficiency anemia. Family history included diabetes (father) and heart attack (father). Concomitant products included ferrous sulfate (ferrous sulphate) for anemia as well as lisinopril, metoprolol and tramadol. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine neoplasm ("3 tumors in uterus"), abdominal pain ("abdominal pain / cramping / upper abdominal pain / lower abdominal pain / constant pain"), back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), rash ("rash"), pruritus ("itching"), hypoaesthesia ("numbness in hand, feet and right side of back"), paraesthesia ("tingling in hand, feet and right side of back"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), uterine leiomyoma ("fibroids"), alopecia ("hair loss"), amnesia ("memory loss"), dyspareunia ("pain during sex"), fatigue ("fatigue") and panic attack ("panic attacks"). The patient was treated with surgery (scheduled surgery on (B)(6)-2017). At the time of the report, the intra-abdominal haemorrhage, uterine haemorrhage, uterine neoplasm, abdominal pain, back pain, headache, migraine, rash, pruritus, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, uterine leiomyoma, alopecia, amnesia, dyspareunia, fatigue and panic attack outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, panic attack, paraesthesia, pruritus, rash, uterine leiomyoma and uterine neoplasm to be related to essure. The reporter commented: on (B)(6)2017 her physician will do additional tests as well as discuss her fibroids and date for hysterectomy diagnostic results: upt negative. Tvus (B)(6) 2016: myoma's. Measuring 12 x 11mm, 26 x 20 mm, submucosal myoma measuring 20 x 16 mm CT abdomen,pelvis wo contrast the bases of lungs are clear. The heart shows normal size. The liver, gallbladder, pancreas, adrenal glands, and spleen are within .normal limits. Marked dilation with extreme thinning of the cortex of the left kidney is noted with dilation of the left ureter. This most likely represents a chronic distal obstruction versus reflux of the left kidney. The right kidney is noted have scarring with focal areas of cortical thinning. Mild hydro nephrosis of the right kidney is seen. The right ureter however appears to be within normal limits. A small calcification is seen within the right kidney which appears be a no obstructing renal ultrasound right kidney normal size with small cysts. Multiple cysts in the left kidney which is enlarged may be secondary to polycystic kidney disease or congenital obstruction. CT excretory urogram the left kidney demonstrates severe hydro nephrosis without functioning cortex and decreased in size. The right kidney demonstrates compensated of the hypertrophy with caliectasis. The right kidney has a lobulated contour with focal areas of cortical thinning, representing scarring. The right ureter has a tortuous course but is normal in caliber without filling defects. There is a 9 mm cystic lesion noted in the right superior renal pole which is too small for contrast. There is mild left ureter nephrosis without opacification of the excretory phase which limits evaluation. No calcified stone is noted in the left ureter. A trace amount of nondependent air is noted in the urinary bladder, likely secondary to foley catheter placement the urinary bladder is otherwise unremarkable. The liver is normal in morphology and attenuation. Decreased attenuation is noted along the falciform ligament, compatible with focal fatty infiltration. There are two subcentimeter hypodense lesions noted in the right hepatic lobe which are too small to further characterize. There is no biliary dilatation. A layering stone is noted in the gallbladder. The spleen is unremarkable. The pancreas is unremarkable. The visualized distal esophagus, stomach, and small bowel are unremarkable. No abnormality is noted in the colon. No stranding is identified within the mesenteric fat. There is no intraperitoneal free air or free fluid. Coarse calcifications noted in the mesentery which may represent a calcified lymph node or remote mesenteric the mesenteric and retroperitoneal lymph nodes are not pathologically enlarged. Severe left hydronephrosis with mild left hydro ureter and no functioning cortex consistent with chronic obstruction. There is mild left hydroureter but the distal ureter on the left has normal caliber. No renal calculus or obstructing lesion identified given limitations. Lobulated hypertrophy right kidney with multiple areas of cortical thinning likely secondary to scarring most likely related to reflux. Surgical pathology report,uterus cervix right and left fallopian tube. Received in formalin is a previously opened hysterectomy specimen (149 g; 9.5 x 5.5 x 4.0 cm). The anterior versus posterior aspect cannot be determined due to the distortion by multiple intramural nodules. The ectocervix is tan-white with areas of tan-red discoloration. The endocervical canal is tan-white chevron-shaped and unremarkable. The endometrium is tan-white and shows an average thickness of 0.3 cm. The myometrium is tan-pink to tan-white and shows areas of trabecula ions and-,has an average thickness of 3.0 cm. There are several intramural to submucosal tan-white whorled nodules ranging in size from 0.8-1.5 cm. Also received within the container are two unoriented fimbriated fallopian tubes are arbitrarily designated a and b. Fallopian tube a measures 6.0 cm in length by 0.5 cm in maximum diameter and is grossly unremarkable. Fallopian tube b measures 5.0 cm in length by 0.6 cm in maximum diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: event uterine bleeding added from mr and concurrent condition,concomitant medication,medical history, lab data added. Reporters added. Medically confirmed case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.